Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to mastoiditis and chronic otitis media with otorrhea and tympanic membrane perforation. There was a large postauricular and scalp abscesses over the implant with 20-25 ml of pus drained during surgery.